Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was having pain at reservoir site and was experiencing overall loss of medication effectiveness. The pump was shut down in june and the patient was handling care with oral medications. The patient requested removing the pump and it was scheduled for 2024-10-02. The cause of the event was unknown. Action/intervention was unknown. Outcome: the issue was not resolved. The patient weight and medical history were unknown. The patient status was alive and no injury.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue was resolved via explant.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot#/serial# (B)(6) implanted: (B)(6) 2011, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.